Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was a problem with the rear top label, there was a double beep, and an error code during testing. There was no patient injury.

Manufacturer narrative:
Other text: b3: date of event is unknown h6 evaluation codes: updated h3: updated one device was received for evaluation. Visual inspection found the top rear label missing. The device was observed to have fluid ingression on the downstream sensor. The device?s event history log was reviewed for evidence of the reported problem, found ?error code 1720? In the log. The event history log was unable to be downloaded due to the back up capacitor?s broken wire. The device was inoperable due to error code 1720 while the reported problem was confirmed and duplicated. Fluid ingression on the downstream sensor, along with the broken wire on the back-up-capacitor was determined to be the root cause of the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.